Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: on 01jun2023, cook china received a complaint from the sinopharm group medical-tech co. Ltd facility, located in the city of johannesburg za. It was reported that the metal stiffening cannula could not be removed from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (rpn:ult8.5-38-25-p-5s-cldm-hc; lot: 14984817). The device was required during an unknown procedure in a 38 year-old male. No adverse effects nor additional procedures were reported for the patient, and the procedure was completed by using another new device. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used drainage catheter was returned to cook for evaluation. The supplied disposable stiffening cannula was received inserted in the drainage catheter. During tabletop testing, the disposable stiffening cannula was able to be removed from the drainage catheter. The disposable stiffening cannula was reinserted and removed again from the drainage catheter, encountering no difficulty. The dimensional verification of the inner dimension of the drainage catheter and the outer dimension of the disposable stiffener cannula were both confirmed to be within specification. Prior to tabletop testing, it was observed that a bow in the drainage catheter was present when removed from the customer's bio-bag. Upon removing the disposable stiffening cannula from the drainage catheter, the bow was still present in the cannula. A determination was made this most-likely occurred when the customer placed the complaint device within the bio-bag prior to shipping back to cook medical. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14984817 and the related subassembly lots revealed one relevant non-conformance for "bur on cannula." These devices were scrapped prior to further processing of the order. To date, a further search of our database records revealed no additional complaints associated with complaint lot number. Based on review of the dmr and DHR, there is no evidence to suggest all items in the lot or similar devices in house or in the field are non-conforming. Additionally, based on the information provided, cook medical inc. Has concluded the device was manufactured to specification. Cook also reviewed product labeling. The product IFU, [t_multi_ rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this event is traced to component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1- additional customer (person) information: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, that the stiffening cannula could not be removed. From an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The device was required during an unknown procedure in a 38 year-old male. No adverse effects nor additional procedures were reported for the patient. And the procedure was completed by using another new device.